Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015.

Event description:
The clinician reported that 5.5 months after the dental implant was placed in ada site 20, the implant had not achieved osseointegration in type iii bone. Clinician reports patient's bite was strong. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available after the evaluation, the event was considered as osseointegration failure. Exemption number: e2015015.

Event description:
The clinician reported that 5.5 months after the dental implant was placed in (B)(6) site 20, the implant had not achieved osseointegration in type iii bone. Clinician reports patient's bite was strong. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)